Manufacturer narrative:
Feb. 25, 2016 10:50 am (gmt-5:00) added by (B)(6): the ventilator was investigated on site by a senior respiratory therapist and a trained equipment technician and pre-use checks tests were performed and passed successfully. No issues were found and the ventilator was returned to service. No further problems have been reported and no parts were replaced. The reported issue with the low minute volume alarm could not be confirmed and its cause could not be determined since the received device log files did not cover the reported date of event, and no parts were replaced.

Event description:
Feb. 25, 2016 10:43 am (gmt-5:00) added by (B)(6): this report is duplicate of already receive MDR with the manufacturer report # : 8010042-2015-00312. The record is being created as requested per the FDA correspondence that requires a supplemental report be filed electronically. It was reported that while the ventilator was connected to a patient, it generated a low minute volume alarm. It was disconnected and the respiratory nurse bagged the patient. The ventilator was connected back to the patient but it was observed that there was little or no exhaled volume being returned. The patient circuit was checked for leakage, but no leakage was found. The ventilator was replaced with a similar one. It was further stated that prior to connecting to the patient, the ventilator had passed the pre-use checks tests. There was no patient harm reported. (B)(4).